Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle of the sensor was broken during insertion. The customer¿s blood glucose level was unknown. The customer reported that they were inserting the sensor when needle broke off. The customer reported that the introducer needle was not fractured in the body. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and found needle hub separated from sensor base. Then, performed visual inspection and checked introducer needle for burrs/hooks and dull needle tip defects and none was found. Introducer needle passed per specifications. (B)(4).